Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. The lead was returned with no reported event. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation exposing the outer coil at the proximal region. The cause of external insulation abrasion is consistent with friction to device can.